Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pace impedance measurement high out of range greater than 2,000 ohms. Technical services (ts) discussed likely spring contact issue. Subsequently, the crt-d was explanted and a new device was successfully implanted. No additional adverse patient effects were reported. The device has not been returned. If the product is received for analysis, this report will be updated with pertinent information after completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. This device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pace impedance measurement high out of range greater than 2,000 ohms. Technical services (ts) discussed likely spring contact issue. Subsequently, the crt-d was explanted and a new device was successfully implanted. No additional adverse patient effects were reported. The device has not been returned. If the product is received for analysis, this report will be updated with pertinent information after completion of analysis.